Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Citation: surg endosc. 2025 jun;39(6):3775-3785. Https://doi.org/10.1007/s00464-025-11748-8 epub 2025 may 5. Pmid: 40325247.

Event description:
Title: optimizing pancreatic enucleation for benign tumors: the role of pre-placed pancreatic duct stents-a retrospective cohort study. The aim of this study is to evaluate the impact of pre-placed pancreatic duct stents on the success rate of pancreatic en for benign pancreatic tumors located in the head, neck, and body of the pancreas. Between february 2021 and february 2024, a total of 148 patients who underwent surgical resection for benign pancreatic tumors were using harmonical scalpel and 5/0 pds suture. Reported complications are n=4; mild post-ercp pancreatitis treatment: not mentioned n=2; mpd injury treatment: repaired using 5/0 pds suture over the stent n=4; pancreatic fistula treatment: not mentioned n=?; severe complications (clavien¿dindo grade = iii) treatment: not mentioned. In conclusion, pre-placement of pancreatic duct stents significantly enhances enucleation success rate, reduces hospital stays, preserves pancreatic function, and improves quality of life. These findings advocate the use of pre-placed stents in enucleation procedures. Further prospective studies are warranted to validate these outcomes.